Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a cardiogenic embolus of the left middle cerebral artery m1 distal segment. Twenty-four hours post procedure, symptomatic intracerebral hemorrhage (ich) was confirmed at the treated site and no treatment was administered. The patient recovered and was later discharged. The physician's opinion that was reported indicated that there was no relationship to the device and the symptomatic ich. However, there was a relationship with the procedure and the symptomatic ich as the ich was consisted with the infarction area and caused recanalization. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a cardiogenic embolus of the left middle cerebral artery m1 distal segment. Twenty four hours post procedure, symptomatic intracerebral hemorrhage (ich) was confirmed at the treated site and no treatment was administered. The patient recovered and was later discharged. The physician's opinion that was reported indicated that there was no relationship to the device and the symptomatic ich. However, there was a relationship with the procedure and the symptomatic ich as the ich was consisted with the infarction area and caused recanalization. No further information is available.